Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a result of 370 mg/dl on the aviva system at 5:30 pm on (B)(6) 2016. The patient felt hypoglycemia and she injected 20 units of insuman rapid insulin. The patient passed out 10 minutes later. The patient woke up "a while" later due to her phone was ringing. It is unknown on how long the patient was passed out. She treated herself with a glass of coke and two bananas. The next morning on (B)(6) 2016 the patient still felt weak and went to the hospital. The patient was hospitalized for 4 days. The results and treatment at the hospital were unknown. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.